Event description:
It was reported that during a generator changeout, high impedance and intermittent capture were observed on the right ventricular lead. The lead was capped and replaced. The patient was noted to be doing well following the procedure and would be monitored.